Manufacturer narrative:
(B)(4). Initial report date 12/14/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that a capsule was placed and the customer complained of chest pain. The physician received the required information including a technique to detach the capsule.